Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The customer reported the screws were missing. The repair technician reported missing parts as the reason for repair. The cause of the issue is unknown. The following parts were replaced: hex screw, stop screw. The item was repaired per the inspection sheet, passed synthes final inspection on 19-jul-2016 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) synframe half rings are missing connecting screws. The connecting screws were found after washing in the sterile processing room. There was no patient involvement reported. This report is 2 of 2 for com-(B)(4).

Manufacturer narrative:
Lot number provided for reporting. Device history records review was conducted. The report indicates that the: part #-387.337, lot number 3797349 indicates component (B)(4) which is part of the complete part as described in the complaint. Manufacturing location: (B)(4), manufacturing date: 31.aug.2011. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Synthes manufacturing location was discovered upon receipt of subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.